Event description:
It has been reported to philips that the system did not fully start up. The system was not in clinical use. There was no reported patient or user harm. Philips has started to investigate of this complaint.

Manufacturer narrative:
Philips has investigated this complainta philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. During troubleshooting, rse found that the shutter control and table movements were non-responsive. Rse instructed customer to check the r cabinet and that the lights on power supply were turned on and customer found that there was low voltage supply in the cabinet. Customer had replaced the supply system. After replacing the power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.